Event description:
It was reported by the customer's mother that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was over 600 mg/dl. Caller stated that the pump was stuck on the bolus screen and is not doing anything. Customer was really high yesterday and was given injections. Customer treated with injections of 100 units. Customer's current blood glucose level was 365 mg/dl. Customer is drinking water and trying to flush it out. Customer will take an injection when they get home. Customer's mother declined troubleshooting for the set. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump passed the functional testing. The insulin pump was received with a cracked case at display window corners, a cracked reservoir tube lip and minor scratches on the display window.